Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that (B)(6) weeks post-implant, the patient was still very sick, losing weight and could not move arm. The patient believed there was still some bleeding internally from implant and was extremely concerned about their health condition. Follow-up was attempted, but no additional information was received. The device and lead remain is use. No further patient complications have been reported as a result of this event.